Event description:
A customer tested a patient sample for troponin (accu tni) and obtained a result of 5.69ng/ml. The result was reported out of the lab. The sample was re-tested and repeated results were in the risk stratification range (0.33, 0.19, and 0.05ng/ml). No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin tube and it was centrifuged at 3,000 g. The specimen was 3/4 full and was analyzed from the primary tube. Qc is performed every 12 hours and was within the customer's established ranges during the time of this event. A field service engineer (fse) was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.